Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was 20ga x 0.75in powerloc max infusion set. . The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer that "tubing broke near the proximal end close where the hard plastic meets the soft plastic. There was no reported patient harm." No other information was provided.

Event description:
It was reported by the customer that "tubing broke near the proximal end close where the hard plastic meets the soft plastic. There was no reported patient harm." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.